Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the right ventricular lead exhibited a loss of capture and sensing. It was discovered that the lead had dislodged. The physician attempted to reposition the lead, but was unsuccessful, so the lead was explanted and replaced. The patient was in stable condition before, during and post procedure.